Manufacturer narrative:
(B)(4) . Device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Conclusion : other = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history was reviewed and showed that this valve met all mfg specifications for products release for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic ats received info that the hemodynamics of this mechanical valve were not optimal after valve implantation. Another ats valve was implanted and the hemodynamics were improved. No adverse pt effects were reported.